Manufacturer narrative:
It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete manufacturing, complaint history & IFU review cannot be performed for the devices involved. If this information becomes available at a later date, the tasks will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were received. The reported elevated metal ions, osteolysis, synovitis and corrosion around the trunnion may be findings consistent with metal debris and or trunnionosis; however, without the supporting lab/pathology results and/or the analysis of the explanted components, the root cause of the reported elevated metal ions, osteolysis, synovitis and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed due to metallosis.